Manufacturer narrative:
The patient was hospitalized and a replacement procedure was performed and the device was explanted. The device was later returned for analysis. Upon receipt at our post market quality assurance laboratory, the device communicated appropriately with the programmer and paced and sensed normally. The battery status was end of life (eol). To determine if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Review of device memory revealed the device had properly declared all indicators. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.

Event description:
Boston scientific crm received information that this pacemaker had reached end of life (eol) battery status. At a follow-up procedure previously, the battery status was good. It was reported the device had reached eol without displaying elective replacement indicator (eri). It was alleged the device failed to meet longevity expectations. No adverse patient effects were observed.